Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Rec'd letter from atty representing custom mobility in fl. Custom rented a jazzy select in 2017 and worked on its seating several times. While ms. Daniels was using the 10 year old scooter and exiting a bus the unit alleged seat broke causing injury to user.